Event description:
Reportedly, the instrument was used for a duodenal closure. The instrument did not fired any staples, but did cut the tissue. No staples were found at the duodenal closure or in the abdomen. No additional information was available. Procedure: whipple.